Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Customer¿s blood glucose level ranged from 150-170 mg/dl. The customer continued to use the pump for insulin therapy.